Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50mg/dl. Customer declined to perform troubleshoot for low blood glucose. Self test was performed and passed. Customer advised to discontinue use of pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed value properly on the display graph. No sensor anomalies were noted. The pump feature auto mode was turn on and monitored. Unit displayed properly the auto mode icon and feature working properly. Unit received with minor scratched display window, case and keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.